Manufacturer narrative:
A ge service rep phoned the customer, who indicated the system was operating as intended. Therefore, the rep did not visit the site. Call was canceled.

Event description:
The customer reported the system failed to boot up. No report of pt injury.